Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report he had an allergic reaction last month to his island dressings. He got a rash after using them and the rash went away as soon as he stopped using them. He's been using them since he first started pd in (B)(6) and is not sure why last month, he had a reaction to them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).